Event description:
I had a right total hip replacement in 2004, by dr and shortly after, I began experiencing a high pitched squeaking noise, a popping and grinding sound coming from the hip every time that I would bend slightly to get clothes out of the dryer or empty the dishwasher, get in or out of bed, and every time I got in or out of the car. Sometimes it would squeak when I was just walking. In 2006, I began having a lot of pain in the right hip, walking was very painful and I was limping a lot. Dr the orthopedic surgeon that did the replacement, thought that it might be my right knee that was giving me trouble, so he sent me to physical therapy for my knee. I went a total of 4 times and each time it made my pain much worse. The physical therapist talked to dr. King and told him that the pt was making me worse, so the doctors ordered a MRI and a bone scan. The bone scan showed that there was a loosening of the replacement. Approx three months later, dr decided that I needed a hip revision. The following month, an xray showed that there was a fracture in the cup. He sent me to ogden, twelve days later -which was the earliest time that he could see me- to another dr, who specializes in hip revisions. I was scheduled for the following month, which was the soonest that the surgery could be done because, my only son was graduating from medical school on 06/03/2006, and getting married on 06/10/2006, and they would not let me have the surgery and fly across the country because of the risk of blood clots. My internal medicine doctor(third)- had to increase my pain meds because I was having so much pain. I was using a walker to get around and was in excruciating pain 24/7 and, could not sleep at all as the pain was so horrible. When dr(second) opened up my hip, a large amount of yellow fluid came flowing out of my hip cavity, caused from a large cyst that was created from the cup moving around. The titanium screws were broken off and are still in there, because they could not get them out. This was because the stryker hip replacement was defective. Dr(second) replaced the stryker hip with a bio-met taperloc. Nine days later.